Event description:
Customer reported that the system locked up and would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and software. System operates as intended.